Event description:
(1) ortho-design is a FDA licensed non USA medical device establishment which outsources sterilization to a non FDA licensed establishment -- steri solutions, a non FDA licensed component manufacturer -- apex tool in china and a non FDA licensed assembly facility altis biologics, k2 medical. The products are distributed in the USA through trimed (2) one of their most recent products adp050, from k242296, a suture anchor, routinely strips on the introducer during insertion. There force you need to insert the anchor strips the anchor from the introducer... The anchor can therefore no longer be inserted. (3) often the suture anchors pierce through the sterile barrier system pouching comprising sterility for aseptic presentation.